Event description:
During a procedure, the side port of the sheath detached. There is no additional information available at this time.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One 8f fast-cath introducer was received open still within its sterile packaging. An event of sideport detachment was reported. Pull testing confirmed that the device met specifications during pull testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.